Event description:
It was reported that during an atrial fibrillation (afib) procedure, magnetic sensor error was being displayed on the carto 3 system. The cable was replaced with no resolution. When the catheter was replaced, the error cleared but during ablation, the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. The catheter was replaced a second time and the issue resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that a magnetic sensor error was displayed on the carto 3 system. The cable was replaced with no resolution. When the catheter was replaced, the error cleared but during ablation, noise was displayed on the carto 3 and on the recording systems. The catheter was replaced a second time and the issue resolved. Catheter # 1 the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. In addition, the catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Catheter #2 the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. In addition, the catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.